Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited electromagnetic interference (emi) and isometric noise, oversensing, and pacing inhibition without asystole. Lead conductor fracture was suspected. Surgical intervention was undertaken. The lead was surgically abandoned and replaced with a different model. No additional adverse patient effects were reported.